Event description:
Clinician reports surgery on (B)(6) 2011 in region 36 using membragel and bone ceramic. On (B)(6) 2011, there was loss of membragel. Bone ceramic is not affected. The membrane was exposed, degradation material was exuded. Infection was successfully treated.

Manufacturer narrative:
The batch record review has been carried out and confirms that the product was within specification.